Manufacturer narrative:
Pump passed the displacement test. Unit received alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the error test, prime test, excessive no delivery test and occlusion test due to alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they are priming the insulin pump, the insulin would squirt out. They were receiving a compromised force sensor system alarm. Troubleshooting was performed. They could not recall if the device had been dropped or bumped prior to the alarm. The drive support cap was not damaged. The customer¿s blood glucose was 44 mg/dl. They declined troubleshooting for the low blood glucose. The device will be returned for analysis.